Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) (year not specified) at approximately 3:30pm. The patient stated he manages his diabetes with insulin. Due to the alleged issue, the patient denied taking any action regarding his diabetes management. A few hours after the alleged issue began, the patient reportedly developed a headache and was feeling shaky. In spite of his symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted patient was not a first time user to the subject meter, the meter was not misused, and the correct test strips were used. The power button and the test strip insertion per the owner's manual turned the meter on. The alleged issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.